Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified no abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 0 and 1 buttons do not work which was reproduced during evaluation as an incorrect output by the keypad. The cause was determined to be a failed keypad and the keypad was replaced to correct the condition. The device history record review was completed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 0 and 1 buttons on the keypad of a spectrum pump do not work. There was no patient involvement. No additional information is available.